Manufacturer narrative:
(B)(4). Morrey, mark e., songy, chad, triplet, jacob j., cheema, adnan n., o'driscoll, shawn w., sanchez-sotelo, joaquin, morrey, bernard f. (2022) unexpected high early failure rate of the nexel total elbow arthroplasty. Jses international. (1-22) https://doi.org/10.1016/j.jseint.2022.04.001. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01553, 0001822565 - 2022 - 01554.

Event description:
It was reported in a journal article studying the results of the nexel teas that a patient was revised due to loosening. Metallic debris was also embedded in the poly bushings with associated pitting of the poly bushing. Attempts have been made and additional information on the reported event is unavailable at this time